Manufacturer narrative:
After further review of the complaint, it was determined section b5 and h1 was filled out incorrectly in the initial complaint.

Event description:
A customer's parent reported via phone call indicating an unexplained re-initialization after inserting the sensor. The customer's blood glucose level was 93 mg/dl. The caller stated that they had to get off the phone and was unable resolve the issue at the time of the call. The customer parent request a carelink upload, found the sensor stopped reading overnight due to not being calibrated for 12 hours. The parent stated that they were unable to calibrate yesterday because the customer's blood glucose was over 400 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating an unexplained re-initialization after inserting the sensor. The customer's blood glucose level was 93 mg/dl. The caller stated that they had to get off the phone and was unable resolve the issue at the time of the call.